Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he kept receiving battery out limit alarms after a blank screen and changing the battery several times. He was unable to get the sensor to calibrate. Customer's blood glucose level was not reported. The batteries were not out of the insulin pump greater than duration allowed by the insulin pump. The alarm history was checked and the customer did not receive multiple battery out limit alarms when the battery was out of the insulin pump for less than one minute. The device was not returned.